Event description:
It was reported that the patient underwent right total hip arthroplasty on (B)(6) 2012. Subsequently, a revision procedure occurred on (B)(6) 2015 due to a fractured screw and loosened cup. The screw, cup, and liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-03195 & 03452).